Event description:
It was reported that the pump was dead as there was no power, and the hcp was unable to interrogate the device. The patient experienced mental status changes, and symptoms of withdrawal; specific symptoms were not provided. The report indicated that the patient had mrsa; specific details were not provided. The pump was explanted and replaced. Following explant, the pump was interrogated and worked fine. There were no volume discrepancies. The pump was used to deliver dilaudid. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.